Event description:
The customer reported that during a lung biopsy the capsule that contains the collagen plug was sealed at one end. Nothing could pass through the capsule to allow deployment of the plug. Physician used another to complete the procedure. No additional details were provided. No additional patient consequence to report.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The DHR review and complaint investigation of the returned complaint sample associated with the biosentry tract sealant complaint for stylet unable to advance through the biosentry adaptor (could not deploy the plug) have been completed. Root cause for this occurrence was determined to be the proximal end of the adaptor having a molding non-conformance where the opening to the lumen is occluded.